Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited undersensing and was observed to have dislodged approx one month post implant. An attempt was made to reposition the lead, however, the helix no longer extended when the pin was turned. The lead was successfully explanted without incident. An epicardial lead implant was scheduled for a date in the future. No adverse pt effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had ben performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.